Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm was noted. The unit was unable to prime during prime/force sensor system test due to faulty force sensor resistor. Motor position encoder error alarm could not be confirmed in alarm history screen, due to overwritten history file. Occlusion test and excessive no delivery test could not be performed, due to prime/fill anomaly. The motor was tested outside of the device and passed. The device had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer's parent called and reported the customer's insulin pump was alarming with a motor error during bolus delivery. Customer's blood glucose went into the 500 to 599 mg/dl range, for which he received an insulin injection. According to customer's parent, the customer dropped the insulin pump two days prior to the date of this report. The customer was not using the sensor feature on the insulin pump and was able to complete the rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.